Event description:
Information was received that during an annual testing of a smiths medical cadd pump the intravascular administration set, under-delivered. No patient involvement.

Manufacturer narrative:
H3: four cadd administration sets from p/n 21-7322-24 one from l/n 3765250, one from l/n 3931737 and two from l/n 3886096 were received in used conditions inside a plastic bag with their original packaging open the samples were visually inspected at a distance of 12" to 16" under normal conditions of illumination. All the samples were received numbered from 1 to 4; sample #1 correspond to l/n 3765250, sample #2 correspond to l/n 3931737 and samples #3 and #4 correspond to l/n 3886096. A kink was detected on the pump tube of the four samples caused by the ffp system since that they were returned without the blue clip, the arch height pump tube was too low almost flat; also sample #2 and #4 had the pump tube misaligned. The samples were set for accuracy testing using a pump solis vip and a balance mettler toledo. The functional test could not be performed on samples 1, 2 and 3 due to the fact that the kink detected did not allow the fluid to pass; only sample 4 could be primed and submitted to the test. No discrepancies were detected; sample passed the test. Relevant documents which were reviewed and deemed adequate and correct with respect to testing and inspection activities. Since the reported issue is a known problem, based on visual inspection of the samples, the most probable cause is that the pump tube arch height is too low. There was no fault found with the returned administration set.